Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing caused by fluid ingress from switch one. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented, the additional evaluation findings are as follows: leak from switch 1, leak and misaligned switch 1, small chip on switch 3, deep dents on distal end cover. One of the light guide lens had a crack, glue on bending section cover, low angulation, minor peeling of scope connector label, control knob movement play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the unit experienced water flow but had no air flow. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the evaluation, it was discovered that the subject device had undergone insufficient reprocessing as the nozzle was found clogged with foreign material. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.